Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose was 131 (mg/dl). A pump system check was performed and no device issues were identified. The customer declined to remove and inspect the infusion set site.